Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14780. It was reported that the patient presented to the clinic for a follow up. Interrogation showed the atrial lead was unable to sense or capture and the right ventricular lead had poor sensing values and high capture threshold. Further interrogation showed both leads had dislodged. The patient was asymptomatic. The physician re-positioned both leads on (B)(6) 2020. During the procedure, the physician noted the leads were wrapped around each other consistent with the patient twiddling the device. The patient was stable throughout.